Event description:
It was reported, that the flexion extension mechanism allegedly does not maintain. No injury reported.

Manufacturer narrative:
It was reported, that the flexion extension mechanism allegedly does not maintain. No injury reported. The actual device was evaluated. And the customer complaint was confirmed.